Event description:
Incorrect patella was implanted during bicompartmental knee replacement.

Manufacturer narrative:
Incorrect patella was implanted during bicompartmental knee replacement. There was no adverse impact to the pt. Review of the device history record indicates that all patella were properly identified and all labeling requirements were met.